Manufacturer narrative:
Plant investigation: the complaint sample was not available. However, photos were provided for review. Visual examination of the photos confirmed the reported failure. The described situation is adequately addressed in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. A failure during the manufacturing process can be excluded based on the investigation. The filters are 100% tested for their tightness in the production line. The reported failure could have been caused by improper handling during logistics. A review of the device history records (DHR) was conducted by the manufacturer. The review found no indication for any relationship with the reported failure mode. All product from the batch was found to be conforming to specifications. Based on the available information, the reported complaint has been confirmed.

Event description:
It was reported that a dialyzer blood leak occurred ten minutes into a patient¿s hemodialysis (hd) treatment. The leak was described as a ¿rupture of [the dialyzer¿s] fibers¿. The incident resulted in approximately 50 ml (or less) of blood loss, and a discontinuation of treatment. The sample was not available to be returned for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.